Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 in order to explant the device and transition the patient to a transcutaneous osia implant system for upgrade to a newer technology.